Event description:
The customer reported to corporate product surveillance (cps) regarding the 60" high flow rate extension set, product code 2n3349, lot number unknown, in which the tubing cracked at the luer lock. This condition occurred on (B)(6) 2010. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one actual sample with a syringe assembled to the set for evaluation. The sample was visually inspected and the reported condition was confirmed. The male piece of the male luer lock was received loose and broken. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.